Event description:
It was reported that on (B)(6) 2014 when they took the staples out following pump implant on (B)(6) 2013, the patient was still having pain so they increased her dose. As of 01/09/2014, the patient felt like she was getting too much medication. On (B)(6) 2014, she had her managing hcp (healthcare provider) decrease her dose. The patient didn¿t know what drug was in the pump, but the pump was implanted to treat cancer pain; the patient had terminal cancer. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), implanted: (B)(6) 2013, product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).